Event description:
Approximately 10 minutes after the physician turned on the aspiration pump, a cracking sound was heard. The pump was turned off and confirmed a crack in the bottom of the canister. The vacuum was set to -27 in hg at the time. The physician used a new canister to finish the procedure.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Device investigation: the difficulty aspirating and eventual crack in the canister was confirmed. After a complete investigation by the manufacturer (allied medical) of the issue involving pump canisters that crack, penumbra has concluded that these pump canister cracks are intermittent failures based on an issue discovered with a cavity used during manufacture of the canister. The manufacturer of the canister has improved their process and penumbra now completes a sampling inspection of incoming canisters to ensure they do not crack after 3 hours of vacuum at -25 in hg. This inspection began for all incoming lots of canisters in (B)(4) 2012. All canisters in house at the time were tested and those that failed the test were removed and returned to the manufacturer. Please note there have been no other complaints of canister crack failures since this inspection began. This canister lot was manufactured prior to this identified issue and has been determined to be an intermittent failure likely based on the same canister cavity issue identified by the manufacturer. This canister lot had (B)(4) released devices, with no other reported complaints of this nature.